Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2020, a 20mm amplatzer septal occluder (asd) was selected for implant. When deploying the device, the left side disk formed a "cobra" shape. The device was removed and exchanged with a new 20mm asd, which was successfully implanted.